Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon placed two clips on patient side cystic duct that formed well. On third firing, a clip did not deploy. On forth firing, while not on duct, clip formed parallel but not closed and fell out of jaws. On fifth attempt, on duct, clip formed but ejected to side of duct. Procedure was completed with same likeproduct. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).